Manufacturer narrative:
Unit received with cracked keypad overlay. Unit passed displacement test, pump passed sleep current measurement, active current measurement. And self test. Pump error 63 confirmed in pump history with variable (003) due broken trace at pin 1 and pin 6 on u1 keypad assembly. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was 140 mg/dl at the time of the incident. Customer will return device for analysis.